Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient experienced infusion set leakage, which led to insulin accumulating under the skin event on (B)(6) 2026. The leakage occurred at the abdominal site. Due to this leakage, the patient experienced skin issues including irritation, pain, and infection. No further information available.